Manufacturer narrative:
Result of investigation: the laryngoscope holder model göttingen (article no. 8575ka, lot pl24) was examined following a customer complaint. The investigation revealed chip formation at the thread, which confirmed the customer complaint. Further tests showed that the thread wheel rubs against the thread, resulting in pitting. The detailed analysis confirmed that the complaint was due to a technical problem with the thread. The further involved components (8575kb, 8580h, 8890a) are showing signs of wear but are not defective and not related to the claimed failure pattern. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that metal shards flaking off. Laryngoscope issue was that the handle is not unscrewing from the scope. No harm to patient, user or third parties reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).